Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The keyboard was replaced.

Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000314, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the keyboard of the imaging system was not functioning. There was no patient present when this issue was identified.